Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. The patient uses tandem tslim in modified closed loop and was just feeling low. On (B)(6) 2025, the patient had to call emergency service 911 to have her readings checked since the sensor was not reading accurately. 911 came and confirmed that her reading was 40mgdln (it was not specified if this was cgm or bg reading). She had something to eat to increase her sugar. Sometime, the bg was documented as being 66 mg/dl while the cgm was 261 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the sensor was not reading accurately. The reported glucose values fall within the d zone of the parkes error grid at unspecified time later. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.